Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) lead exhibited low impedance readings (reference MFR report: 1627487-2018-01919). During a procedure to remove the lead, the physician was unable to do so as the patient experienced pain when the lead was attempted to be removed. The physician opted to leave the lead in situ and placed a new lead.